Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to release from the catheter. Block h11: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly and with evidence of full deployment. Dimensional analysis was also performed between the hooks of the bushing, and both sides were noted to be within specification. No other problems with the device were noted. It was confirmed this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of clip unable to release from the catheter was defined in the risk documentation and is documented accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported event of the clip being unable to release from the catheter was not confirmed. It was found that the investigation did not detect any defects related to the reported problem, as the clip assembly was returned fully deployed. Taking all available information into consideration, the most probable cause of this complaint is device problem excluded.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon to treat polyps during a colonoscopy procedure performed on an unknown date. During the procedure, the clip failed to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon to treat polyps during a colonoscopy procedure performed on an unknown date. During the procedure, the clip failed to deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.